Event description:
It was reported that resistance was experienced during attempts to remove the catheter from the patient on (B)(6) 2022. Attempts to remove the catheter resulted in the catheter breaking and a 4 cm portion remaining in the patient. The segment was fully removed in the cardiac cath lab.

Manufacturer narrative:
Investigation included a review of device history records and the returned device. The investigation indicated no evidence of manufacturing related issues that could have contributed to the event.